Manufacturer narrative:
Device available for evaluation, yes. Returned to manufacturer on, (B)(6) 2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was in advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Lubricant material residue was can be observed in the device and on the lens. The lens was stuck at the cartridge tip and a haptic looks detached. Cartridge tip was cracked and deformed. The reported issues were verified, however, due to the conditions in which the sample returned it is not possible to determine that the reported issues are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided if implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while attempting to insert a model pcb00, 19.5 diopter intraocular lens (iol) into the patient¿s operative eye, the tip of the pre-loaded cartridge cracked as the lens was being advanced. The iol did not get all the way in. It was also noted the lens was stuck in the delivery device. The incision was not enlarged and there was no patient injury. No further information was provided.